Event description:
It was noted that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the left-ventricular (lv) lead exhibited dislodgement confirmed through digital subtraction angiography. As a resolution the lv lead was not implanted on (B)(6) 2025. The patient was recovering.

Manufacturer narrative:
The reported event was dislodgment. A complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing and visual inspection of the lead did not find any anomalies.